Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the coupling tool side was not functioning. Therefore, the reported condition was confirmed. It was further noted the device was unable to couple a tool, had low torque and the carbide balls were missing from the hollow shaft. The assignable root cause was determined to be due to normal strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the coupling tool side was defective on the compact air drive device. It was further observed that the device was unable to couple a tool, had low torque and the carbide balls missing from hollow shaft. It was noted in the service order that the device cannot lock the attachment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted.